Event description:
It was reported that the patient underwent a surgical procedure of unspecified nature related to an inflatable penile prosthesis (ipp). The existing pump was removed and replaced with a new pump. There were no patient complications. The pump was disposed and is not expected for return. Additional information was received indicating the revision was performed as a result of the pump not allowing for the fluid to flow to the cylinders as expected.